Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump unexpectedly shut off and they could not deliver a bolus. The customer's blood glucose level was 300 mg/dl. The customer will monitor the device and call back if problems reoccurred. Nothing was replaced or returned.